Event description:
It was reported that the user experienced elevated blood glucose of 294 mg/dl about one hour after eating while using the ilet system, and an agent assisted with changing the infusion site (6 mm cannula, 23 in tubing) with planned follow-up; no symptoms were reported. Symptoms included none. Outcomes included continued device use without medical intervention or hospitalization. Investigation included troubleshooting and education with infusion site change and monitoring. Investigation of this case revealed hyperglycemia of unclear cause with no device alarm or malfunction observed and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.